Event description:
A malfunction alarm occurred due to a momentary power loss to the vibrator motor. The customer's blood glucose level was affected, as it exceeded the normal range, although the exact value remained unknown and was displayed as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require further assistance. The issue was resolved by providing pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.